Manufacturer narrative:
(B)(4). The complaint device was returned for analysis. A fluid was leaking from an open hole in the sheath when the catheter was flushed. The hole is located at 35 cm from the strain relief. It was observed that the catheter did not flush normally when the imaging core was fully retracted and fully advanced due to the leak found. Impedance testing shows a good unit wave form. During image characterization testing, a good square image appeared in the ilab system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Reportable based on the device analysis completed on 11nov2015. It was reported that lost image occurred. During a right iliac venogram, an atlantis pv was used to visualized the target lesion. It was then noted that the catheter would not show an image. Even though it showed that the catheter was connected, the image would appear and then disappear. The catheter was then disconnected and connected however, the image would still appear and disappear. The procedure was not completed as there was no available catheter to use. No patient complications were reported and patient's status was fine. However, device analysis revealed an open hole at 35 cm from the strain relief.